Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Guide cath: heartrail. (B)(4). The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the preparation for use section of the traveler rx, coronary dilatation catheter, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the distal left anterior descending (lad) coronary artery that was moderately tortuous, heavily calcified and 99% stenosed. The traveler rx 2.25 x 12 mm balloon dilatation catheter (bdc) was used for post-dilatation but ruptured at 8 atmospheres when inflated for the first time. A new non-compliant balloon catheter was used as replacement. It was also reported that the traveler bdc was prepped inside the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.